Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The door switch and mechanisms were adjusted. The reported issue resolved. A full imaging system checkout was performed after part adjustment and all tests passed. The system was fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the doors on the imaging system stayed open while the staff was preparing for a case. There was no patient present when this issue was observed.